Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited high, out-of-range (oor), shocking lead impedance measurements of more than 125 ohms. A review of the remote monitoring system data also indicated an increase in the rv and left ventricular (lv) pacing lead impedance measurements. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting steps. Pocket manipulation and isometrics were done however no noise was observed and impedances were the same as the recent reading. The patient was just recently coming out of the hospital and had been admitted for heart failure symptoms. Ts discussed that the patient condition could not be ruled out as the cause of higher impedance measurement specifically on the rv coil. Additional information was received indicating that the cause of the increase in impedance was not conclusively determined. At this time no intervention has been performed to resolve the issue. The patient will be monitored continuously. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
The device was subsequently explanted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.